Event description:
Report 10 of 15. It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), the user noticed contamination with patient sample. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include bioburden testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. The plates in question are not sterile. They are tested for bioburden prior to release to ensure that they conform to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The batch history record for batch 5198304 was satisfactory and no quality notifications were generated during manufacturing and inspection. No retention samples were available of investigation of this complaint. Returns were not available for investigation. Six (6) photos were available to assist with the investigation of this complaint. The photos show contamination and batch verification for batch 5198304 with expiration 2025-11-17. This complaint can be confirmed based on the photos submitted. The complaint history was reviewed, and no trend for this defect was identified. No actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
Report 10 of 15. It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), the user noticed contamination with patient sample. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.